Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA(B)(4). Action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain, failed back surgery syndrome leg/back. It was reported that  the patients stimulation rechargeable machine is not working at the moment. Caller stated that implant is not recharging or it takes forever, but the caller also said it says recharging excellent. Caller mentioned getting a replacement ac power supply cord but commented that they could not use it because it would not plug into anything that they had including recharging paddle. Upon further investigation by patient services (pss) it was discovered that patient was attempting to use the external equipment for patients explanted device. Pss asked if patient noticed rtm antenna paddle getting hot while recharging and patient responded yes. The issue was not resolved. An email was sent to the repair department to replace the rtm. Caller said the patient was not sure when the rtm paddle started getting hot while charging ins. Caller also stated that the patient does not have a hcp at the moment but has an upcoming appointment. (B)(6) 2022: additional information was received from a friend/family member (pt rep). It was reported that the pt rep called with the patient for help pairing the controller. Pt had their controller lost and received a new one. Walked pt through pairing. Pt got no device found. Pt rep said ins was totally dead. Reviewed to press recharge. Controller showed 'recharging not available, install battery pack and try again'. Pt has not received the battery pack from repair yet. Consulted with repair. Repair confirmed company ordered the battery pack and it will be delivered tomorrow. Reviewed. Pt also asked how long will the battery charge last. It was reviewed.